Event description:
It was reported that while the anesthesia workstation was in use on a pt, it failed to deliver gas to the pt. The pts spo2 subsequently dropped and the pt was disconnected from the anesthesia workstation. The ventilation had to be carried out using an ambu bag and the pts spo2 went back to normal. Another anesthesia workstation was used to finish the operation and there was no pt harm reported. (B)(4). MFR ref # 8010042-2014-00438.